Event description:
Health professional reported, "during routine lagb adjustment, fluid was noted missing and yellowish fluid was pulled out of the system. Added 6cc and 3cc were gone in 30 seconds. Rapid leak identified. During port revision procedure hole in port tubing noted where tubing goes through the rectus muscle. Fluid missing within 30 seconds."

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."